Manufacturer narrative:
No report of patient involvement. The power connector board was replaced.

Event description:
The hospital reported the unit had a system malfunction at boot-up. There was no report of patient involvement.